Manufacturer narrative:
The product was not returned. No manufacturing problems identified linked to the lot number. No clinical signs of inflammation and no signs of malfunction of the spacer. Patient dissatisfied due to remaining pain or level of pain 3 months after surgery. Results of clinical experience indicate that patients can't expect freedom from pain 3 months after surgery. One possible explanation could be concomitant arthrosis of the stt joint.

Event description:
Patient complained of pain. There was no redness or swelling and no visible problem. Surgeon explanted artelon and performed an anchovy procedure (lrti) instead. There was evidence of fibrous ingrowth at the implant-bone interface at trapezium. Patient is fine now according to surgeon.